Manufacturer narrative:
The catheter was received in a broken gray shipping tube. The evaluation included visual examination, and note any observed abnormalities such as damaged, incorrect or missing components. The gray shipping tube was broken 19cm distal of the clear adaptor. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. There was no outer box received with the product. The catheter body was found bent at the break site of the shipping tube; however, the catheter itself was not broken, as originally reported. A review of the manufacturing records indicated that the product met specifications upon release. A broken shipping tube was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. This report is associated with report no. 2015691-2013-19471.

Event description:
It was reported that the 2 catheters were received damaged. The two catheters were broken in half.